Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented for normal follow up and a message "diagnostics cleared due to invalid data" was presented. The device image and submitted to fdiss. Representative cleared diagnostics and reinterrogated the device while the pt was in-clinic. The device was collecting diagnostics prior to the pt leaving the clinic. The device remains implanted.